Event description:
User reports an issue with discrepant phosphorus results. One example provided. Initial result of 5.2 mg/dl, repeated at 2.7 mg/dl. Discrepant result was reported, no adverse events reported. The field svc rep determined r2 probe was stuck in the partial up position and was not being rinsed properly. The r2 probe was reseated. Performance tests were performed and within spec.